Event description:
A customer contacted baxter's technical service center and reported receiving check patient line alarm with the homechoice (hc) machine during drain 5 of 5. The technical service representative (tsr) assisted the home patient (hp) to check the setup. The hp did note air in the patient line. The tsr adjusted the hp's position several times and the volume was increasing. Product surveillance contacted the patient's daughter on (B)(6) 2010. According to the patient's daughter they did not notice any leaks or holes in the lines. The patient has resumed therapy with no further issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation as it has been discarded.

Manufacturer narrative:
(B)(4). This report for a check patient line alarm (with air in the patient line) was not confirmed in the lab due to a lack of sample, therefore, the cause could not be determined. The lot number is unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have bene received for the reported problem. The root cause investigation is in progress.